Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02890.

Event description:
It was reported that during revision procedure, while impacting continuum constrained ring, the inserter and ring impactor were damaged. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by product return. Visual examination of the universal handle identified that the distal tip pin was misaligned. Wear and tear consistent with use was observed on the strike plate, handle, and distal tip. The field age of the device is unknown as the lot number was not provided. Lot identification is necessary for review of device history records, lot identification of the universal handle was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.